Event description:
It was reported that the patient was in clinic and performing device interrogation noted a "pump off", driveline disconnected, low flow" on 18jan2025 at 11:39:27 est. Then at 11:39:46 est pump off. Patient was confident that they did not disconnect their driveline. Interrogation otherwise showed that pump is functioning within normal parameters. Log files were sent for review and the pump stop on 18jan2025 was caused by an electrostatic discharge (esd) event. The no external power events and associated alarm types on 16jan2025 & 18jan2025 were caused by dual power cable disconnects. It was noted that the patient at times was switching to batteries that weren't fully charged.

Manufacturer narrative:
Section a3-a4: patient gender and weight requested but not provided. Manufacturer¿s investigation conclusion: review of the submitted log files confirmed the report of a pump stop event associated with the driveline being disconnected. The submitted controller event log file data from the reported event date of 18jan2025 was reviewed. The fixed speed was set to 6000 revolutions per minute (rpm) with a low speed limit of 5800 rpm. A driveline disconnect alarm was captured at 11:39:27, resulting in a brief pump stop event. The driveline was reconnected, and the pump ramped back up to the set speed by 11:39:51. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed when the driveline was connected. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 2 of the IFU, states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, this section provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook further explains that the pump cannot run without power. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. No further information was provided. The manufacturer is closing the file on this event.